Event description:
It was reported the lead was replaced at patient request due to the advisory, a fracture, oversensing and inappropriate follow up with the clinician, revealed patient was monitored via a holter monitor. At this time, the lead appeared to be undersensing. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Event description updated.

Event description:
The patient reported the lead was oversensing, fractured and had administered inappropriate therapy. The lead was replaced at the patient's request due to the advisory. According to the clinician, the patient was monitored via a holter monitor which revealed pacing spikes on premature ventricular contraction (pvc) which suggested undersensing. No further patient complications were reported as a result of this event.

Event description:
The patient reported the lead was oversensing, fractured and had administered inappropriate therapy. The lead was replaced at the patient's request due to the advisory. According to the clinician, the patient was monitored via a holter monitor which revealed pacing spikes on premature ventricular contraction (pvc) which suggested undersensing. No further patient complications were reported as a result of this event. (B)(6) 2010: it was further reported by the patient that he received 12 shocks inappropriately and it "almost killed me".

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.